Manufacturer narrative:
Concomitant medical products: product ID 8591-38, lot# d17703, implanted: (B)(6) 2012, product type: accessory. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
(B)(4). Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 10 mg/ml; 5.629 mg/day and morphine 5 mg/ml; 2.8145 mg/day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The pump had dislodged or flipped thus a surgeon "moved it up"(event date 2014). The pump was now flipping again and "kind of sticking out." The event date was believed to be "a few months ago". The patient wore compression pants to keep it from rotating in the pocket. The area around the pump was "getting very tender" and the patient was concerned that it may come through the skin. The pump has not broken the skin at this time. Troubleshooting/diagnostics, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was so short their pump was implanted right below their waist to keep it from their waist. The patient stated it slipped down and sat on her hip bone. The patient stated it was "shotting off nerves like crazy." The patient¿s pain healthcare provider/ orthopedic healthcare provider referred the patient to another surgeon that repositioned the pump. Per the patient that healthcare provider pushed up the pump and tacked it at the bottom right at her waist. The pump was above the patient¿s ribs and it "sticks straight out." The patient has dead skin below the pump, on the right side, and it hangs down. Per the patient this happened (B)(6) 2015. The patient also stated she's had 4 bladder infections and another one now. The bladder infections started in 2015. Per the patient the healthcare provider said they may have to remove the pump. The patient doesn't want the pump removed. The patient was referred to a plastic surgeon and the patient was told by the plastic surgeon he couldn¿t get a hold of the healthcare provider or the company representative to call him back. The patient believed that the clinic was bought out and they were new. On 3-01-16 it was further reported by the patient¿s spouse that they continued have issues with the pump moving and the patient went to the ER (emergency room) recently because the pain around the area of the pump was so bad. Per the patient¿s spouse it looked like the pump was ready to break through the skin. The patient did have surgery a year ago but it did not work. They have spoken to 3 physicians and all 3 have declined to further do surgery to fix the issue. The managing healthcare provider refused to do surgery because he is not comfortable with it, another healthcare provider declined to do surgery because he didn't have the confidence it would be effective and another tried to address the pump issue a year ago by doing surgery but it did not fix the issue. The healthcare provider now states the patient was too short in stature to put the pump anyplace and feels the same issue will arise again. Per the reporter they were looking to find another healthcare provider.